Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding incorrect depth values involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 257 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect depth values. There were 4 other reported event for the listed catalog number: pr1963906, pr1963907, pr1943278, and pr1989160. Conclusion: device inspection could not be performed, no session data or logs were provided after three communication attempts were made. Device not returned.

Event description:
Depth value read as -3 deep prior to impacting. Checkpoint verification passed for both the robot and pelvic array. 30-60 minutes surgical delay. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Depth value read as -3 deep prior to impacting. Checkpoint verification passed for both the robot and pelvic array. 30-60 minutes surgical delay. Case type: tha.